Event description:
A tandem mobi cartridge alarm was reported. The customer's blood glucose level did not exceed 500 mg/dl. Technical support confirmed the alarm and, although the issue did not occur during the load process and there was no prior history of consecutive alarms with this pump, they decided to replace the pump. The customer will continue using the current pump and switch to mdi if needed while awaiting the new pump. Comprehensive instructions were provided for storage and return of the problematic pump, and a replacement pump was sent to the customer.